Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation findings are as follows: 1.) Lock mechanism of the connector noted loose; 2.) Video connector socket noted worn; 3.) Cord holder screw found missing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video connector was broken and could not be connected. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported problem/event could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.